Manufacturer narrative:
Casters worn and brake cable pinched between old style bearing and stiffener plate. Replaced casters, bearings, plate; adjusted brake and steer to resolve. No patient impact. Bed located in storage.

Event description:
Brakes not holding.